Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in-clinic for a follow up after receiving a patient notifier for low, out of range pacing lead impedance. Oversensing noise was also noted. The lead was capped and replaced.